Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient noticed an out-of-range message on the remote and that no known environmental, external, or patient-related contributing factors were identified. No interventions were taken at the time of the initial report, and the issue was not resolved. Additional information was received from an allied healthcare professional who reported that while the patient was attempting to charge the implant, error code 2703 was observed. The caller reported no recent falls, trauma, or medical procedures and did not know the current implanted neurostimulator charge level. Additional information was later received reporting that an impedance check performed on (B)(6) 2026 identified contact 9a with impedance greater than 5k ohms and that the patient was receiving some therapy, although the benefit was reduced. Contact 9a was turned off, and the amplitude was increased, after which the patient initially experienced improved tremor control; however, approximately two hours later, the patient reported that therapy again did not seem to be working well. It was further reported that additional follow-up was planned and that an intermittent open circuit affecting more than contact 9a was suspected.